Event description:
When the physician opened the sterile package, the lead tip was noted to be bent. A new lead was used to complete the implant.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 3389-28 lot# v866780 the distal end of the stim lead was bent out of the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.